Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported slda per the physician is related to challenging patient anatomy (large prolapse). The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to bi-valvular anatomy. The reported improper or incorrect procedure or method is due to the insufficient leaflet insertion prior to deployment. Unexpected medical intervention wasa result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 medical device problem code: 2017 failure to follow steps / instructions

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Imaging was difficult due to bi-valvular anatomy. Xtw (lot: 40404r2024) was chosen for implantation. Sufficient leaflet capture was no observed. After deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Three more mitraclips were implanted to stabilize and further reduce mr. The procedure ended with mr reduced to grade 2-3. The patient was reported to be stable. There were no reported patient effects or clinically significant delay.